Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a high blood glucose (bg) of 534 mg/dl and ketones. Customer went to the emergency room (ER) and was subsequently hospitalized. The cause of bg was unknown and troubleshooting revealed no issues with the pump. At the time of the event, there were no issues identified with the cartridge, infusion set tubing or cannula. Customer was treated with unspecified drip at the hospital, and released with no permanent damage.